Event description:
Presented to physician's office for complaint of shortness of breath. Referred for CT angiogram which showed foreign body. Pt aware and consented to cath lab procedure in 2008 for removal. Discharged on the next day.